Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched and discovered that the instrument was producing differential vote outs due to a clogged flowcell. The fse removed the clog from the flowcell to resolve the aperture voltage errors and differential vote outs. The fse did not notice a leak and could not confirm the leak which was reported by the customer. Failure mode is attributed to a clogged flowcell and the fse did not confirm an active leak while servicing the instrument. Results: clogged flowcell. (B)(4).

Event description:
The customer reported obtaining aperture voltage errors involving the coulter lh 750 hematology analyzer. The customer indicated that 1 ml of bloody fluid leaked from the left hand side of the instrument and the leak was not contained within the instrument. The customer was wearing personal protective equipment consisting of a laboratory coat and gloves at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.